Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The target lesion was located in the left anterior descending artery (lad). A taxus liberte' stent was implanted in the lad to treat a restenosis of a bare metal stent placed many years earlier. The following morning, the pt experienced chest pain and was brought back to the ccl. Angiography revealed that the vessel was completely closed off. The thrombosis was treated with placement of two more taxus liberte' stents and the stents were post dilated. The pt received ic cardizem. No further complications were reported. Pt status is satisfactory.

Manufacturer narrative:
The complaint device was not returned for analysis. A review of the manufacturing records was no possible as the batch number is unk. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.